Event description:
Information received indicates the bed is able to go into turn assist left with the left siderail down.

Manufacturer narrative:
The technician found the left intermediate siderail sensor was inoperative. The technician replaced the sensors to repair the bed.